Manufacturer narrative:
This report was determined to be MDR reportable upon receiving the information from the initial reporter. Cook endoscopy requested authorization to participate in FDA's alternative summary reporting program on 02/09/2010. Because the due date of this MDR report fell between 01/01/2010 - 03/31/2010, the information was listed in cook endoscopy's draft alternative summary report to be submitted to FDA on 04/30/2010. On 04/01/2010, FDA was contacted by cook endoscopy to inquire as to the status of authorization to participate in the asr program. FDA contacted cook endoscopy on 04/05/2010 and informed us that our request to participate had been declined because the rate of these reports is below the minimum for participant consideration. Therefore, this report is being submitted on the individual medwatch form - 3500a. Evaluation: we could not confirm the report because the forceps said to be involved in the procedure were not returned to cook endoscopy for evaluation. Two unused forceps from the lot in question were returned for evaluation. The products were returned in the original packaging and forwarded to the approved forceps supplier for investigation. The forceps were subjected to a magnified visual examination of the forceps cups. Both devices meet the applicable specifications. A review of the device history record for the lot was conducted by the supplier. All operations and inspections were completed per specification for this lot. All forceps are inspected by the supplier for proper operation prior to packaging. This includes a verification that the closed cups have proper alignment and tooth gap spacing. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation and the unused product from the same lot met the applicable specifications. A definitive cause for the reported observation could not be determined. Hemorrhage is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura serrated forceps with spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate internal personnel have been informed of this type of occurrence and this was brought to the attention of the quality review board (qrb). No further action warranted at this time because the reported occurrence could not be verified and the report of bleeding represents a potential complication with this procedure. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic biopsy procedure, the forceps created tearing of the tissue at the biopsy site and bleeding was noted. The bleeding observed did not require any medical attention. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.